Manufacturer narrative:
The manufacturer previously reported information received alleging a trilogy ev300 device failed preliminary system test, active exhalation verification. There was no allegation of patient harm. During the evaluation of the trilogy ev300 device at the manufacturer's service center, the device failed a system test and pneumatic test consistent with and confirming the customer's complaint. The technician recommended replacing the proportional valve (aecm) and 3 way solenoid valve to address the issue. The root cause was failure of the aecm and the 3-way valve which resulted in inaccurate readings causing the device to fail testing. A preliminary system test was conducted and passed successfully. The field service engineer (fse) then proceeded with the final test, which also passed.

Event description:
The manufacturer received information alleging a trilogy ev300 device failed preliminary system test, active exhalation verification. There was no allegation of patient harm. Evaluation of the trilogy ev300 device is anticipated at the manufacturer's service center, but evaluation has not yet begun. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.